Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a segment of light-emitting diodes (leds) not lit on the digital bar graph on the front panel. There was no patient involvement.